Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that insulin did not exit the tubing of multiple cartridges during the load process. Customer's blood glucose was 220 mg/dl. A new cartridge was loaded to address the event, insulin exited the tubing, and insulin delivery was resumed.